Manufacturer narrative:
An updated device history record (DHR) review was conducted and the product met quality requirements for product acceptance. No further information is available at this time. There are also no changes to the previously submitted codes.

Manufacturer narrative:
Additional information was received that it was not noted prior to shipment that the filter basket was damaged. It might possibly have been manipulated after the procedure resulting in the damaged condition. As the nature of procedure requires high concentration, when the device didn't cross it was kept aside and the procedure finished with another device. Post completion the damaged device was re packed and returned by the hospital staff. The report received indicated that a 4mm angioguard embolic protection device did not cross the target lesion. There was no adverse event reported. Additional information was received that the filter basket wrinkling was not noted prior to shipment. It might possibly have been manipulated after the procedure resulting in the damaged condition. One non-sterile angioguard rx was received coiled in a plastic bag. Delivery wire was found kinked at 5.3cm, 19.8cm, 24.7cm and 34cm from distal end. No other damages/anomalies were found. Torque device was found attached to the proximal section of delivery wire. Note: not all components were received; only capture sheath, torque device and delivery wire/filter basket were returned for analysis. Filter basket was observed under microscope magnification and filter basket membrane was found wrinkled. No other anomalies were found. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10275715. This packaging lot contained 55 units, which were shipped from lake region medical on june 17, 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿delivery system failure to cross¿ could not be evaluated due to nature of complaint. The failure reported by the customer as ¿filter basket damaged¿ was confirmed. Filter basket membrane was found wrinkled; however analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the event experienced by the customer and the cause of the damages found on unit could not be conclusively determined; it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior shipment. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, as this was a ftc event it is likely that the angioguard experienced some interaction with the lesion which may have caused the damage to the filter basket. As the basket was never deployed there was no possibility of injury resulting from the filter basket membrane being wrinkled. However, the account states that the wrinkling was not noticed prior to shipment for device return. Vessel characteristics and procedural factors may have contributed to the reported event.